Event description:
Patient states that his controller is pulling two power sources at once. He states that, before bed, he plugs into ac power and a battery that does not have a full charge, and is awakened with alarms that his battery is at critical power. He states that this has been happening for several months. It has happened when using both controller ports for the ac adapter. He states that it is happening with different outlets, and it happens while on two batteries as well. Ac adapter plugged into outlet while in clinic. Appears to be working properly. Ac adapter plugged into controller and appears to be working properly on each side. Log files sent for urgent review from medtronic. It was determined that this seemed like a power switching issue. All of patient's batteries taken out of service, as well as his two ac adapters. He was given 8 lubricated uch loaner batteries and 2 ac adapter cables. Patient did not have all equipment with him today. He will bring all batteries and ac adapters to next clinic visit and he will be issued 8 new batteries. He was instructed to sleep with a fully charged battery and ac adapter at night, and to call if he continues to have power switching issues. He was instructed to rotate batteries. He was also instructed to call immediately in the future with any equipment issues. Voiced understanding. Dr. (B)(6) notified. Equipment taken out of service: hvad ac adapter x 2, hvad batteries x 8 serial or lot number: ac adapters- (B)(4). Batteries: bat850462, bat850416, bat850469, bat850419, bat850633, bat850657, bat850573, bat850541 replacement equipment supplied: hvad ac adapter x2 serial or lot number: (B)(4). FDA safety report ID# (B)(4).